Manufacturer narrative:
(B)(4). The insulin pump was received with cracked keypad overlay, broken reservoir tube lip, broken belt clip rails, partially broken retainer and missing reservoir tube o ring. Insulin pump p cap test reservoir does not lock in place properly and unable to perform the displacement test due to the missing retainer and broken reservoir tube lip.

Event description:
Information received by medtronic indicated that insulin pump was cracked at back rails. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.